Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: there were pump reboot events observed in the black box on 04/06/2015 and 04/07/2015. A voltage drop was also present in black box on 04/07/2015. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and was meastured to be within specifications. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.